Event description:
During surgery to replace a catheter, the catheter fractured and the distal portion remains in the patient. The hcp had taken the patient to surgery for catheter replacement as "she was not receiving drug." The pt has the pump implanted for pain management. While undoing the anchor to remove the catheter, the catheter fractured. Approximately 10 cm of the distal portion remains anchored in the patient; the most distal portion is in the intrathecal space. A decision was made to abort the procedure after attempts to remove it were unsuccessful and a referral was made to a neurosurgeon. The neurosurgeon was unable to remove the distal portion of the catheter. The pump remains implanted. The patient has not experienced withdrawal symptoms, nor any symptoms related to the fragment remaining implanted. Further invervention is not scheduled as of the date of this report.